Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgeon, mr (B)(6), reported that the patient requires revision surgery for a fractured tibial stem. Revision surgery is anticipated in (B)(6) 2016.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon stem was reported. The event was confirmed. Method & results: -device evaluation and results: mar concluded: damage analysis of the threaded stud of the stem and the threaded baseplate socket indicated that the stem became loosened from the socket. The exact mechanism by which this occurred could not be determined. The stem was received sectioned into two parts. The stem exhibited explantation damage throughout its surface. The stem material was consistent with (B)(4). No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the material analysis report concluded threaded stud of the stem and the threaded baseplate socket indicated that the stem became loosened from the socket. The exact mechanism by which this occurred could not be determined. The stem was received sectioned into two parts. No material or manufacturing defects were observed on the device features examined. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The surgeon, (B)(6), reported that the patient requires revison surgery for a fractured tibial stem. Revision surgery is anticipated in (B)(6) 2016.